Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Blood glucose level remained within the normal range, not exceeding 500 mg/dl. To resolve recurring issues, the customer changed the infusion set and cartridge, continued insulin therapy.